Manufacturer narrative:
Preliminary analysis confirmed ventricular capture failures since (B)(6) 2017.

Event description:
Reportedly, on (B)(6) 2017 patient was admitted to the hospital after the device delivered many shocks consecutive to arrhythmic storm due to a loss of capture on the right ventricular lead. Re-intervention occured on (B)(6) 2017 with right ventricular lead disconnected but not explanted. Additionally, angioplasty with implant of a stent was performed on (B)(6) 2017.

Event description:
Reportedly, on (B)(6) 2017 patient was admitted to the hospital after the device delivered many shocks consecutive to arrhythmic storm due to a loss of capture on the right ventricular lead. Re-intervention occured on (B)(6) 2017 with right ventricular lead disconnected but not explanted. Additionally, angioplasty with implant of a stent was performed on (B)(6) 2017.

Event description:
Reportedly, on (B)(6) 2017 patient was admitted to the hospital after the device delivered many shocks consecutive to arrhythmic storm due to a loss of capture on the right ventricular lead. Re-intervention occured on (B)(6) 2017 with right ventricular lead disconnected but not explanted. Additionally, angioplasty with implant of a stent was performed on (B)(6) 2017.